Event description:
New information received indicated the implantable cardioverter defibrillator was explanted and replaced. No further information was known about the procedure or how the patient was following operation.

Manufacturer narrative:
Analysis was completed. No device problem found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited loss of ventricular capture. The autocapture was not turned on. Programming change was discussed. There was no patient consequences.